Manufacturer narrative:
The customer¿s experience of only offering 1ml syringe size as an option and failed barrel clamp accuracy test was confirmed. Disassembly of the returned syringe module found the potentiometer slider was disengaged from the barrel sizer. This can result in the user selecting the wrong brand and/or syringe size or display ¿unknown syringe installed¿ error. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported pump in the h1ob unit will not let you program the proper syringe size, and it only offers an option for a 1ml syringe. Barrel clamp accuracy, plunger position accuracy, and plunger force accuracy were tested. The device failed the barrel clamp accuracy test, but passed the other tests.